Event description:
It was reported that during an implant attempt, noise was detected on the egm that resulted in atrial and ventricular oversensing. The device was not implanted and was returned for analysis. It subsequently tested out of specification. No patient complications have been reported as a result of this event.